Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left assist device (lvad). It was reported by the vad coordinator that the pt experienced a previous episode of suspected thrombus on (B)(6) 2013, due to dark urine and increased lactate dehydrogenase (ldh) levels. The ramp study at that time was normal. The pt was put on a heparin drip with resolution of symptoms. The pt is currently with return of increased ldh (1296) with dark urine and having compromised renal function. Ramp study "ok". The pt underwent a pump exchange from one lvad to another lvad.